Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, cat#: 00598005701, lot#: unknown; nexgen lp flex prolong articular surface, cat#: 00596205110, lot#: unknown. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04967, 0001822565-2017-05100 and 0001822565-2017-05101. Products were discarded.

Event description:
It was reported that a patient had fallen and was revised for unknown reasons. Attempts have been made and no further information has been provided.